Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that their device is no longer under warranty and there is no repair service for the device. Physio recommended that the customer replace the device and remove from service. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.